Event description:
The pt was implanted with the acufix spinal system in 2000. Approximately five months post-op the pt was involved in a car accident. X-rays showed that the two caudal screws of the construct were fractured and that the lower cervical bone graft had also collapsed. The surgeon re-operated and installed new hardware without incident.